Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data. The data showed that quality control (qc) was within range. The ccc found that the results were run on integrated multisensor technology (imt) and photometric, the issue is sample related. The customer performed the recommended cleaning of the aliquot probe and bracket. The cause of the discordant creatinine kinase, sodium, potassium, chloride, and glucose results is sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant creatinine kinase, sodium, potassium, chloride, and glucose results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same instrument, resulting within the patients' expected range. The repeat results were not released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant creatinine kinase, sodium, potassium, chloride, and glucose results.